Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/30/2013 with the following findings: the pump was powered on with a blank display; audible tones and vibration alarms occurred when the pump rebooted. The pump was found to be unresponsive. Evaluation revealed a crack in the battery compartment. There was no evidence of moisture contamination found in the battery compartment. No battery cap was returned; a test cap was used for all testing. The pump functionality was not able to be tested due to the unresponsive pump. The pump case was removed and evidence of moisture contamination was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was powering on and off at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.